Event description:
Korea. Allegedly, the patient underwent a periareolar skin mastopexy combined with augmentation four years ago. The patient visited the clinic, and after an ultrasound, an implant rupture in the right breast was confirmed (sn; (B)(6)).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture.